Manufacturer narrative:
Patient code was used for the cardiac event as there is no other code that best describes cardiac event. This is one event for the same patient involving two separate products.

Event description:
The plaintiffs attorney alleged that the patient experienced a cardiac event, which is alleged to have been caused by naturalyte and/or granuflo administered for dialysis treatment.